Manufacturer narrative:
Response to FDA notice to user facility report mw5069449. We are not able to relate a devise to the reported incident (sn of the involved device was not provided). We asked customer for additional information about the involved device but did not receive any information.

Event description:
We received FDA notice to user facility report mw5069449. Customer stated an incident happened at (B)(6) 2016. "During case, dr. Noted pt has slid down the bed while in skull clamp. When drapes were removed noted 3 cm deep laceration at pt pin sites. Pt´s feet were off the bed." We never received any information to these incident before (B)(6) 2017. We asked customer for sn of the involved device but did not receive additional information.